Event description:
It was reported that the wing locking mechanism detached from the plate as the surgeon was putting in the final screw.

Manufacturer narrative:
Method: visual inspection; results: no specific details were provided concerning the technique used, that could have contributed to the reported event (such as over-articulation of the drill guide/tap/screw). Therefore, the exact cause cannot be determined. The potential cause is multifactorial in nature. Conclusion: the returned device was confirmed to be an aviator assy two level plate. It was confirmed via visual inspection that the spring bar of the plate was deformed over a screw hole. All components were successfully removed and a new plate was installed. There were no new hazard/harms identified or breach of severity.

Event description:
It was reported that the wing locking mechanism detached from the plate as the surgeon was putting in the final screw.